Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2010. Subsequently, a revision procedure was performed on (B)(6) 2012 due to instability associated with soft tissue laxity. The patella was resurfaced and the tibial bearing was removed and replaced with an anterior stabilized tibial bearing. No further information has been provided to date.